Event description:
It was reported to covidien on (B) (6) 2009 that a customer had a problem with a defibrillation electrode. The customer reports that they attempted to use the defibrillator pad on a patient during a code, but there was no electrical effect. The user tried another pad and everything proceeded as normal. Biomed tested the defibrillators and they checked out ok. The patient recovered, however, status is unknown.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.